Event description:
A complaint was received regarding no replacement delivery of the adc device, initially due to obtaining the error message, "sensor error" when scanned on day 7 of wear using freestyle librelink. As a result, the customer had a loss of consciousness and was provided unspecified medical treatment by a healthcare professional. No further information was provided as the customer ended the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.